Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Nurse (B)(6) of the hospital reported to our sales rep (B)(4) that she was observing a surgery procedure. During this procedure, she noticed that the surgeon might have some problems with the cutting block. She saw that whilst he was removing the cutting block from the bone, one of the fixation tips broke and remained in the bone. The surgeon took a forceps and removed the remaining part from the bone. Finally, he could complete the surgery.